Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displodge post-operative. A lead revision procedure was conducted later that same day and during the lead revision procedure the implantable cardioverter defibrillator (ICD) was communicating wirelessly at start of procedure. Leads were unscrewed and ICD was placed on the table. After repositioning of right ventricular (rv) lead, telemetry was lost so they placed the programmer head on the ICD which was still on the table and they were unable to reactivate telemetry. The programmer was switched off and on and the ICD was reinterrogated. The ICD started to interrogate but could not finish due to loss of telemetry. Retried but this time lifted the header away from the ICD to see if wireless telemetry is working but same thing happened. Changed the programer but same thing happened. Unchecked the enable wireless telemetry in the find patient and placed the programmer head on the ICD. This time it interrogated successfully. Ended the session and interrogated the ICD again using wireless telemetry and this time it was successful. Leads connected to the ICD and all checks normal. The device and leads remain in use. No patient complications have been reported as a result of this event.